Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant creatinine result on an 78-year-old male patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: date: tested na k: glu hct sample: I-stat (B)(6) 2025, 10:23 110 >9.0, 102, 21 wb, I-stat (B)(6) 2025 , 10:37 112 >9.0, 97 , <15 wb, roche (B)(6) 2025, 12:31 141 4.7, 111, 34.7 ni, I-stat (B)(6) 2025 , 15:35 138 4.5 , 110, <15 plama. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # 981707 the investigation was completed on 06-aug-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25079.